Event description:
It was reported that a stent graft did not deploy during a procedure. The physician used the basilic vein as the sheathless approach to the cephalic vein. He used a 0.035 wire without incident. The tracking anatomy was not tortuous or calcified and he did not meet with resistance when tracking to the target lesion. Once at the intended site, the physician was not able to deploy the stent. When the device was removed, the catheter showed signs of stress. He used another stent graft for a successful procedure, and without injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing, and inspection of this product, and the product was found to have met al specifications prior to shipment. The sample was returned with the safety clip missing. The tuohy borst adapter and 2-way stop cock were open. The stent graft was in the system and in place. The inner catheter and filling material protruded 2 mm from the outer sheath. The outer sheath was slightly elongated in the area of the catheter reinforcement. The system could be flushed through the pin vice handle (rear), but not through the 2-way stop cock (top). During the attempt to release the stent graft, the outer sheath tore off at the catheter reinforcement, and the stent graft could not be deployed. This complaint is confirmed. The condition of sample leads to the conclusion that the system was exposed to high friction forces during advancement in the vessel, which may have resulted in the described deployment difficulties. However, based on the evaluation of the sample and the information provided, the exact root cause for the damage to the product could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.